Event description:
After connecting the ivus to the pim during imaging the image began to flicker and then it kept getting lost. So, connects were all checked but it didn't remedy the issue. Another ivus was used and worked fine.